Event description:
It was reported that the asymptomatic patient presented via merlin.net with post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. The programming changes would be discussed with the physician. No intervention had been performed.